Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned.  The device is assembled according to specifications.  In process and finished product testing are performed and approved prior to release.

Event description:
The seal balloon didn¿t provide good enough seal and their was bleeding around the seal [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a nurse on behalf of a physician, via company representative, referring to a female patient of unknown age. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. This report concerned 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) for an unknown indication. The nurse mentioned that their provider stated that ¿the seal balloon did not provide good enough seal and there was bleeding around the seal¿ (device ineffective). No additional information known. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Information regarding the availability of the device was unknown. Upon internal review the event device ineffective was considered to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact.)